Event description:
It was reported that a spectrum pump does not alarm for occlusion above the pump during sedation delivery, the blue key was clamped (or at least partially), so the patient was not receiving the medication from the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The specific device was not identified and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.